Manufacturer narrative:
Weight & ethnicity: unknown/ not provided. Date of event: unknown, not provided. The best estimate date is between (B)(6) 2022. Device evaluation: product evaluation could not be performed because the product was not returned. The complaint issue reported could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to subjective visual disturbances. Patient reports flashes effect of light, various angles of dark, eye aches which were first observed during post-operative examination. Incision was enlarged. Patient has fully recovered. Explanted iol was replaced with a non-johnson and johnson iol. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: dec. 9, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues that could cause or contribute to the complaint issues were identified. The complaint issues were not confirmed. No additional issues could be confirmed. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.